Event description:
Skull clamp pin inserted in pressure index knob. Slipped cutting patient's head approximately 1/2 inch. Sutured by physician requiring one stitch. Repositioned and surgery proceeded.